Event description:
A nurse reported that the system's footswitch would not function during a cataract extraction procedure. An alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The company rep examined the sys and found sys message (sm) - "up-switch failure" in the system's event log. The footswitch was replaced. The sys was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate two additional similar reports for this system. A review of complaints for the last 24 months did indicate an additional similar report for this footswitch. The root cause cannot be determined conclusively. (B)(4).